Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 230 mg/dl at the time of incidence and customer¿s current blood glucose level was 131 mg/dl. Customer stated that they were not able to rewind the insulin pump. The insulin pump will be returned for analysis.